Event description:
Reporter indicated that vns pt has passed away. Cause of death is not known at this time. It was reported that the pt slipped into a coma and was implanted while pt was in while in a vegetative state. The cause for the coma is unk and the pt reportedly had no other medical conditions. The pt reportedly experienced no change in seizure control with the vns therapy. The pt was receiving therapy at the time of death and was last seen by treating neurologist approx 2 months prior to death. Device diagnostic testing approx 5 months prior to death was within normal limits, indicating proper device function at that time. The elective replacement indicator was no, indicating that the generator had not reached end of service. Treating neurologist indicated that the pt's death was not related to the ncp system. There is no evidence at this time that the ncp system caused or contributed to the reported event.